Manufacturer narrative:
(B)(4). The customer reported that the issue has been resolved. Covidien was not authorized to service the device.

Event description:
It was reported that, the 840 ventilator's compressor was inoperable. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.